Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door latch error, which was reproduced as a door not fully latched message. The messages were found to be caused by a cracked threaded insert boss and raised threaded insert resulting in excessive force being required to close door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump had a problem with the door latch sensor. The customer stated it was found during preventive maintenance testing. It was also reported there was no pt involvement.